Event description:
Litigation papers allege pain, discomfort and that the implant device was defective and failed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 3-25-2015 medical records received. Dor and dob provided. Patient was revised to address elevated metal ion levels. Upon revision, a moderate amount of fluid was noted. The sleeve and stem are being added to the complaint. The stem remained in situ. This complaint was updated on : 03/31/15.